Manufacturer narrative:
This complaint is from a literature source. The following literature cite has been reviewed: stephan a.c. Schoonvelde, md, frank r.n. Van schaagen, md, alexander hirsch, md, phd, michelle michels, md, phd, sing-chien yap, md, phd, hybrid video-assisted thoracoscopic radiofrequency ablation of recurrent ventricular tachycardia in a patient with desmoplakin cardiomyopathy, heart rhythm case reports 2024;1¿5 (pubmed citation not available). No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: stephan a.c. Schoonvelde, md, frank r.n. Van schaagen, md, alexander hirsch, md, phd, michelle michels, md, phd, sing-chien yap, md, phd, hybrid video-assisted thoracoscopic radiofrequency ablation of recurrent ventricular tachycardia in a patient with desmoplakin cardiomyopathy, heart rhythm case reports 2024;1¿5 (pubmed citation not available). Objective/methods/study data: we present a case of videoassisted thoracoscopic radiofrequency epicardial ventricular tachycardia ablation in a 32-year-old woman with desmoplakin cardiomyopathy with recurrent drug refractory monomorphic ventricular tachycardia. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: qty unk: qdot micro ablation catheter. Concomitant biosense webster devices that were used in this study: octaray catheter and carto 3 system concomitant non-biosense webster devices that were also used in this study: agilis steerablesheath (st. Jude medical). Adverse event(s) and provided interventions possibly associated with unidentified qdot micro ablation catheter. Qty 1: a 32-year-old woman experienced pericarditis 4 months after the procedure for which she received colchicine and intermittent nonsteroidal anti-inflammatory drugs, with good effect.